Event description:
It is reported that the patient fell 6 months ago and experienced left knee pain. The patient was then revised due to pain, loosening, osteolysis, and wear.

Manufacturer narrative:
Evaluation summary: this MDR was originally submitted as 1822565-2013-00066. The new information provided gives no definitive indications of a root cause. Articular surface and tibial plate were returned. Evaluation: the measured dimensions of both devices were within specification as returned. Both sides of the articular surface are pitted and worn. Both sides of the tibial plate are scuffed. Manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.